Event description:
The customer reported a housing temp error during a case. The problem occurred with a patient on the table and under anesthesia. The system work after reboot. There was no injury to the patient.